Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4.0lbs due to a faulty force sensor resistor. The pump passed the displacement test, operating currents, self-test, and off no power test. There was no blank display noted. The pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer had a compromised force sensor system alarm on the insulin pump. Customer stated that he is out of insulin and went to put more in. Customer stated that when he goes to prime, the insulin just comes out. Customer stated that his screen went blank and he was not sure if the pump was rebooting itself. Customer's blood glucose was 94 mg/dl. Customer stated that the alarm occurred during the rewind/prime sequence. Customer had 2 compromised force sensor system alarms and was stuck on a compromised force sensor system alarm loop. Customer was advised that the pump will need to be replaced.